Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is difficult to turn on/off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.